Event description:
A customer reported experiencing a cartridge change error with their pump, which caused their blood glucose level to rise to 590 mg/dl. There was an adverse impact on the customer's blood glucose level. To address this, the customer administered a correction injection through multiple daily injections. Reportedly, the customer reverted to alternate method of insulin therapy.